Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the supply bag had some liquid on the outside of it. The hp would disconnect. The tsr had the hp cycle power and a system error 2367 alarmed. The hp would complete therapy using manual supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse and the nurse stated she could not remember the event so no further information could be obtained. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported.